Event description:
It was reported the patient experienced an unknown infection, coincident with peritoneal dialysis therapy. The cause of the infection was unknown. On an unreported date, the patient was hospitalized for the infection. Treatment for the infection was unknown. Dianeal therapies were ongoing. On an unknown date, the patient was discharged from the hospital. It was not reported if the patient was recovering or was recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced an infection. Should additional relevant information become available, a supplemental report will be submitted.